Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels all day and that the insulin pump was going crazy. The caller stated that when the customer checked the blood glucose on the glucose meter, it showed 324 mg/dl, but the insulin pump showed 18 mg/dl. She reported that the customer treated with a manual injection and noted that the insulin pump read high. She believed that the customer had done something to the insulin pump while he had been sleeping. The customer's most recent blood glucose was 426 mg/dl. No symptoms of high blood glucose were noted. The caller declined to check settings for accuracy and advised that she would need to discuss the bolus wizard settings with a doctor. She could not do the high pressure test due to lack of tubing clamps. She was advised to change the entire infusion set system and that a tubing clamp would be sent in order to proceed with troubleshooting.